Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the front of the bag. This was noted during use at the compounding center. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between july 20, 2018 - july 23, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and it was observed that there was a leak at the front of the bag from the letter ¿d¿ where product of mexico was printed. A magnified visual inspection of the sample was also performed and a small hole was noted in front of the bag where the leak occurred during functional testing. The reported condition was verified. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, as supplemental report will be submitted.